Event description:
It was reported that a spectrum iq infusion pump was not infusing during delivery in the intensive care unit. The patient and infusion were checked at 10am. After 2.25 hours the volume infused had not changed, ¿190ml was still in the bag¿. The pump and medication were "switched out". The patient's blood pressure quickly stabilized (not further specified) and the requirement for levophed decreased from 14 mcg to 6 mcg. Per the report, the patient did not suffer permanent injury. No further information was available at the time of this report.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). The device was not requested to be returned to baxter as a solution was provided over the phone. Should additional relevant information become available, a supplemental report will be submitted.